Event description:
The physician placed the penumbra system reperfusion catheter 032 into the patient and proceeded to insert the separator into the catheter. The separator would advance about half way and then met resistance. The separator was removed and a second separator was inserted into the reperfusion catheter and it also got stuck at the same spot. The reperfusion catheter was removed and inspected. A kink was identified about half way down the catheter. A new catheter was placed in the patient and the procedure was completed. The patient was not adversely affected by this event.

Manufacturer narrative:
Results: there is a long twisting flat spot located 39.3 to 48.0 cm from the distal tip. There is a minor kink at the beginning of the spiral cut strain relief. A 0.032" mandrel was introduced into the hub and advanced distally. Friction was encountered 48.3 cm from the distal tip and no further movement toward the distal tip was possible. The catheter is non-functional. Conclusion: the kink of the catheter noted in the complaint was confirmed. The diminished lumen caused by the flat spot prevented the separator from advancing through the catheter to the treatment site. The separator is fully functional. The cause of the flattening of the catheter could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.